Manufacturer narrative:
(B)(4).

Event description:
It was reported "possible iab rupture". Additional information states the iab catheter was removed and replaced. The second catheter was inserted into a different insertion site. The patient's current condition is reported as "critical". Please see associated MDR#: 3010532612-2025-00966.

Manufacturer narrative:
(B)(4). Returned for investigation was a 40cc 8fr fiberoptix ultra (sc) intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in the ups shipping box and was in a sealed bio hazard bag. Upon return, the supplied teflon sheath was noted on the iabc. The one-way valve was tethered to the short driveline tubing. The iabc bladder was fully unwrapped. A bend to the iabc central lumen was noted at approximately 62.7cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned sample. No obvious blood was noted within the helium pathway. Upon return, the fos yellow jacket cabling was cut near the iabc bifurcate. The remaining length of the fos cable including the fos sc connector was not returned. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to quality system document. The fos connection was unable to be tested due to the cut fos cabling. Upon checking the remaining length of the fos fiber, no notable fiber break was noted. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested in accordance with testing methods from manufacturing procedure. An external leak was immediately detected from the distal end of the bifurcate bushing. Under microscopic inspection, the leak from the bifurcate bushing occurred from the adhesive bond. No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. Resistance was noted at approximately 62.8cm from the iabc distal tip, which is the location of the previously noted bend. The guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "leak test which was positive for a leak on the catheter side" is confirmed. During the complaint investigation, an external helium leak was confirmed from the intra-aortic balloon catheter (iabc) bifurcate bushing adhesive, which caused the reported complaint. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the external leak from the iabc bifurcate bushing adhesive. The probable root cause is manufacturing related. A corrective and preventive action (CAPA) has been initiated to address the issue.

Event description:
It was reported "possible iab rupture". Additional information states the iab catheter was removed and replaced. The second catheter was inserted into a different insertion site. The patient's current condition is reported as "critical". Please see associated MDR#: 3010532612-2025-00966.